Event description:
It was reported that the pulse generator was in back-up mode. Two attempts to perform a download failed. The eri byte was checked indicating the device was not at elective replacement indicator (eri). The measured battery data in 2007 was 2.56 v, 14 ua, 8.7 kohms with an estimated longevity of about 2 months until eri. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.